Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with and unspecified intravenous (IV) antibiotic (medication, dosage, frequency, and duration not reported) and an unspecified intraperitoneal (ip) antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Eight days after hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14d24030 and h14c13068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.